Manufacturer narrative:
The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV and use error.

Event description:
Patient reported unknown side "I am requesting a refund for my breast implants. I am experiencing a major issue and my doctor needs to remove them. I will then need to return them to you for warranty purposes. I am inserting the pictures for product information." Healthcare professional reported discomfort and complications. Patient later reported a capsular contracture, baker grade IV. Patient also reported "dr. Cleaned up the capsule and reused the same implant and removed both of them". Healthcare professional reported right side sagging. The device has been explanted. This relates to the right side.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Additional, changed, and/or corrected data: b5; d1; d4; h4; h6.

Event description:
Patient reported right side major issues. Healthcare professional later reported capsular contracture baker grade IV, discomfort, and pain. Patient additionally reported "cleaned up the capsule and reused the same implant," and sagging. The device has been explanted.